Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Tyvek lid was visually examined and tyvek delamination was confirmed. Tyvek tore and caused small pieces of the tyvek to be stuck to the blister when package was opened due to tyvek delamination (separation of tyvek layers.) There was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product. The package was returned forcefully folded over. During analysis, it was noted that small "slivers" of tyvek were found to be adhered to the blister. These slivers of tyvek were found to be delaminated tyvek and did not appear to interfere with package integrity. At the location on the blister that had been folded, the blister showed what appeared to be a void in the adhesive transfer from the tyvek onto the blister. The void in the seal was determined to be seal creep caused by the damage to the package. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product. Additional information: lot # h43y59, expiration date: 05/2016, manufacturing date: 06/2011.

Event description:
It was reported that prior to the case, slivers of tyvek are stuck to the blister packs. This made the account feel that the sterility was compromised. The devices were not use on the patient.